Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the distal end fell off inside a patient and was not retrieved during a therapeutic an unknown procedure. The procedure was cancelled due to cover inside the patient. It was reported that the physician was not worried about the distal cover inside the patient as it was expected the cover will pass naturally. There were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation results, additional information obtained from the customer regarding the reported event, and corrections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. According to additional information obtained, it was confirmed that the distal cover attached to the scope was not damaged during the pre-use inspection, and that after attaching the distal cover to the scope, it was confirmed that it was firmly attached by pulling and twisting. However, since the actual item that fell off has not been returned, it is not possible to confirm how it was actually attached to the scope. Therefore, the following is assumed to be the cause: -the distal cover overlapped the hook on the tip of the endoscope, and it is possible that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the scope. Olympus will continue to monitor field performance for this device.

Event description:
It was additionally reported that the procedure was an endoscopic retrograde cholangiopancreatography (ercp). It was initially stated the procedure was cancelled, however, additional information was obtained that the physician did go back into the patient with another scope to check for the cover, but it was not found. Due to the re-scoping the procedure and anesthesia were delayed for 5 minutes, but the procedure had been fully completed. It was reported that the cover had been secured prior to the procedure start. There were no additional interventions: the patient was discharged as an outpatient that same day.

Manufacturer narrative:
Correction to the h6 medical device component code: the component code "tip" was inadvertently applied in error on the initial MDR. The component code of "cover" is the only code that applies for this event.

Manufacturer narrative:
This medwatch is being submitted to correct d4 UDI to (B)(4).

Manufacturer narrative:
This report is being supplemented to provide a correction to the previous supplemental report with information inadvertently left out (b5, h4, h6, h7, h9, and h11). -reconfirmation of complaint event since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. -operation confirmation olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) -type test when design changes, olympus evaluate the quality of the design change product and verify that "the distal cover does not come off from the tip of the endoscope during use." -supplier investigation the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. The event can be detected/prevented by following the instructions for use which state: -see attachment procedure and warning column in 9.3 "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination."

Event description:
It was reported that the patient¿s current condition was stable. Additionally, no anti-fog agent or chemicals were applied to the scope lens. The user reported that food that already existed in the patient's stomach made is difficult to see. The distal cover was firmly pushed in until the hook of the distal ring is fully visible within the distal cover opening as shown in step 4 of section 9.3 of the instruction manual. The user pushed in the center on the top with a finger as instructed in the instructions for use (IFU).